Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump received change sensor alert and sensor updating alert. Customer also reported about the physical damage to the pump due to pump dropped and low battery life of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for sensor alert and physical damage. Customer was advised for the replacement of the pump. Customer will discontinue the use of the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no charge/battery lasts less than expected or battery related alarms/alerts recorded in the formatted history file on the even date of 24-mar-2025. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 03/29/2025 17:24:00 after more than 7 days at 22.82 days. Battery cycle 2 received the lowbatteryalert (104) on 03/06/2025 11:38:00 after more than 7 days at 23.57 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 24-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/23/2025 06:26:00.000, sensorerroralert (801) was found on: 03/24/2025 10:50:42.000, 03/24/2025 17:15:30.000, 03/24/2025 19:00:30.000, 03/24/2025 20:00:30.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm were found on 19-mar-2025 and 20-mar-2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. The pump passed all the required testing. Customer alleged for sensor anomaly (sensor updating and change sensor) and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.